Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed. Device discarded.

Event description:
As reported: "the event occurred during the initial surgery for humerus. The tip of the drill broke when drilling of the proximal device. The tip remained in the body for a while, but it was removed all and the operation was completed using the other drill tip."